Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. After the devices were removed from the patient, the patient experienced st segment elevation. Left circumflex stenosis was suspected; however, transesophageal echocardiogram confirmed there was no stenosis in the left circumflex. No air embolism or thrombus were noted in the patient and the st segment elevation resolved. The procedure was finished, and no other complications were reported to have occurred.